Event description:
The hcp reported that the pump was explanted after 37.5 months due to "rotor stall". The pt status is unknown. A follow-up report will be sent when additional info becomes available.